Manufacturer narrative:
One used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # 4750947 and one (1) used full 30ml syringe by bd medical w/ doxorubicin chemo injection. As received, no damage or anomalies were identified. The returned sample was leak tested and leakage was observed from the o-ring/poppet interface on the spiros. The reported complaint of a leaking spiros can be confirmed. The leaks occurred through the o-ring/poppet interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review (DHR) for lot number 4750947 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported visible leaking an unspecified medication. There was patient involvement, however no adverse event and no reported harm as a result of the event. This report captures the first of three events.